Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory, product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Evaluation summary: the pump and catheter segment h843285503 were returned for analysis. Analysis of the pump revealed no anomaly. Analysis of the catheter segment revealed no significant anomaly - tear in seal near guide ring of sutureless connector. The devices performed according to specifications.

Event description:
It was reported the patient passed away on (B)(6) 2014 and it was noted the cause of death was believed to be an issue with the pump. It was further reported that it was thought to be regarding the medication and that the pump was not filled. The possible cause of death was withdrawal. It was reported they wanted to know how to find out if the pump/medication was ok and was this just ¿the patient¿s time to go¿ or was there an issue with the pump or medication and ¿in the patient¿s old/frail state the withdrawal caused her death.¿ it was noted a critical alarm was heard every 10 minutes on (B)(6) 2014 and the healthcare provider was notified. The patient was told that drug in the pump should last until the patient¿s refill on (B)(6) 2014. It was reported the patient went to the hospital on (B)(6) 2014 and passed away on (B)(6) 2014. It was further reported the patient may have developed an infection prior to passing away. It was later noted the family was not concerned that the pump was the cause. The pump was being used to deliver dilaudid, unknown, lidocaine. Additional information received indicated the pump was implanted on (B)(6) 2014. The patient was deceased and was cremated; therefore, the pump was removed. It was noted a rotor study and dye study were not performed. It was also reported the death was not device related. It was further indicated on the session data report the low and empty reservoir occurred. The pump was being used to deliver dilaudid, bupivacaine, and clonidine. It was further reported the patient's death was not related to the pump or therapy. It was noted the low reservoir alarm had gone off on (B)(6) 2014, but the patient was not due to be refilled until (B)(6) 2014 and the patient had plenty of medication in the pump to make it to that appointment (she sets the low res date out to allow time for the patient to be scheduled). It was reported the hospital originally thought the patient was septic due to a white blood cell count (wbc) count of 16, but the surgical pocket was good and showed no signs of infection, so the infection was ruled out by the hospital and the medical examiner that did an autopsy. The medical examiner stated that the patient's death was due to chronic obstructive pulmonary disease (copd) exacerbation and multi organ failure. The copy of the report was not available, but the healthcare provider had discussed the results with the medical examiner via phone. It was further stated the death was definitely not related to the pump or therapy. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.